Event description:
It was reported that the pt's pump was refilled yesterday morning with 40cc of drug. The hcp injected the drug into the pump and then withdrew the drug back into the syringe and then reinjected drug back into the pump and the pt began to feel "hot and weired". The pt presented to the ER and was given narcan. The pt was then reported to be "doing fine". A follow-up report will be sent if add'l info becomes available to us.